Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found that the buzzer was not working.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿defective speaker¿ the unit was triaged and the cus tomer¿s reported condition was confirmed. Visual inspection of the main printed circuit board found that it was physically damaged. This physical damage is believed to be the probable root cause of no audio. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.